Event description:
It was reported that during an unknown procedure, incomplete staple line, only 50% was stapled. No further information is available. Sutured by hand. There were no adverse consequences for the patient. Additional information provided (B)(6) 2010: the surgeon confirmed that the tissue of the patient was normal, no anomalies. He used the stapler as ever and everything was ok. The marker was in the green area when firing the device. The staple line was only half, the lower circumference was closed, the top one was open. Sutured by hand, patient is fine.

Manufacturer narrative:
(B)(4).